Event description:
The resident was being transferred from the bed to his wheelchair with a floor lift and a clip sling. After the resident has been raised and moved toward his wheelchair, he started twitching and swinging his legs. The sling clip by his right leg became undone from the hanger bar of the floor lift and he slid out of the sling, feet first, about three feet, landing on the floor. He was monitored for bruises and skin tears and did not sustain any injuries.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the MFR arjohuntleigh (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided following the conclusion of the manufacturer's investigation.